Event description:
The customer reported they cannot shut down the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb and gib boards and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare (B) (4).